Event description:
This report summarizes 1 malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer reported when pressing only the left handgrip the system was slower in comparision then when the right handgrip was pressed. It was also reported the system was driving fast and drove against the elevator wall. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer confirmed a hardware failure. Agfa service replaced the dmc-board, atp board, and adjusted the gauges. The system was tested and worked as intended. There have been no reports of additional events. There was no reported harm to patients or users and there are no additional actions for these events.